Event description:
Heating pad burned a hole right through pad. No injuries reported.

Manufacturer narrative:
When unit was manufactured appears, the heat wires were not fully covered in insulation, and the wires were over crimped. The used condition and flexing of the pad caused the wires to break away from the thermostat, contact each other and shorted out the pad. This is an isolated incident and we will monitor for others.